Event description:
Event description cpi received information that the day after implant of this selute lead (4285) it had become dislodged, due to mitral valve reguritation, and was removed from service. A sweet tip bipolar (4269) lead was implanted.